Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) no anomalies found; blood in/on helix mechanism and outer insulation breached cut observed; full lead analyzed.

Event description:
It was reported that one day post implant, no ventricular sensing was noted at 1 mv setting. The device was not sensing the patient's r-waves. Further interrogation of the device revealed the impedance and threshold measurements were stable and within acceptable tolerances. The patient was taken back to the operating room for investigation. The physician confirmed the setscrews had been appropriately tightened down and the lead connector pin had been fully inserted into the device . The leads were disconnected and tested through the analyzer. The analyzer showed normal thresholds and sensing. Once the lead was reinserted into the device, the sensing issue recurred. The lead and device were explanted and replaced. No patient complications were reported as a result of this event.